Manufacturer narrative:
Approximate age of device ¿ 7 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. This event occurred in the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, approximately 7 years and 2 months post-implant, it was reported that red heart, driveline disconnect and low flow alarms occurred. The patient was admitted to the hospital after review of the system controller log files which showed 3 pump stoppage events while the lvad system was connected to the 14v batteries. The system was connected to an ungrounded power module patient cable and the external portion of the percutaneous lead was manually manipulated; no alarms or pump stoppages were recreated. The system controller was exchanged and no further atypical events were reported during review of the log files by hospital personnel. The patient underwent a pump exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was also returned. Both portions of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. Upon removal of the outer silicone jacket, clear bionate cover, and the metal braided shield, visual examination of the pump-end portion of the driveline revealed breaches to the insulation of all six wires, approximately 2.5 inches from the pump housing. Although most of these breaches had clean edges suggesting that they resulted from mechanical interference that occurred during the explant procedure, breaches to the black, red, and orange wires appeared to be the due to fatigue as a result of repetitive movement of the driveline in this location while the device was supporting the patient. Visual examination of the distal portion of the driveline revealed breaches to the insulation of the yellow, black, and brown wires approximately 0.5 inches from its cut end; however, these breaches appeared to have resulted from some sort of mechanical interference during the explant procedure. The distal portion of the driveline was submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation and this test did not reveal any other areas of current leakage. If the exposed conductors of the black, red, or orange wires contacted the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the analysis of the system controller log files. The reported event could have also resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on either the power module or battery power. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.